Event description:
A remstar plus c-flex device was returned to a third-party service center for service as part of the sound abatement foam recall process with no initial alleged complaint. During the evaluation of the device at the third-party service center, no foam particles were noted in the airpath, yet foam degradation was noted. The device's sound abatement foam needs to be replaced to address the issue. Additionally, the service technician also noted dust contamination as well as error codes e065 (err stuck encoder a), e050 (err daily values corrupt), e053 (comp log sem timeout), and e063 (err stuck knob key) were present. The device was scrapped by the service center after the evaluation was completed.